Event description:
It was reported that the patient lead had fractured and the patient lost therapy. As result, the lead was explanted and replace resolving the issue.

Manufacturer narrative:
Event date is an estimate.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.